Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("hypermenorrhea / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 761811,808011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for diabetes type 2: diabetes type 2 medication in 2005. Concurrent conditions included endometrial polyp and hypermenorrhea. In 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), ovarian cyst ("cyst of ovary"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), panic reaction ("panics"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pelvic pain"). The patient was treated with analgesics, surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy) and surgery (a laparoscopic total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menorrhagia, perineal pain, dysmenorrhoea, ovarian cyst, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, anxiety, panic reaction, vaginal discharge and abdominal pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, ovarian cyst, panic reaction, pelvic inflammatory disease, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff underwent a hysteroscopy, dilation and curettage, and a laparoscopic total hysterectomy due to complications from the essure device. She did not claim essure worsened a previously existing injury/condition. Complication during removal -had to have one of her ovaries removed along with the ess. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: apparent successful bilateral fallopian tube block ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic inflammatory disease" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain,dysmenorrhea" most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical drug and concomitant disease added. Essure indication updated and stop date and lot number added. New events pid, abnormal bleeding (general), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), fatigue, hair loss, migraines/headaches, anxiety/panics, vaginal discharge, abdominal pelvic pain, dyspareunia (painful sexual intercourse) were added. Lab data and treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("hypermenorrhea / abnormal bleeding (menorrhagia)") and ovarian cyst ("cyst of ovary") in an adult female patient who had essure (batch nos. 761611 invalid and 809011 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted". The patient's previously administered products included for diabetes type 2: diabetes type 2 medication in 2005. Concurrent conditions included endometrial polyp and hypermenorrhea. In 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2017. A new essure was inserted on (B)(6) 2011. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), abdominal pain ("abdominal pelvic pain") and hypomenorrhoea ("abnormal bleeding (general) hypomenorrhea"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), ovarian cyst (seriousness criterion medically significant), anxiety ("anxiety"), panic reaction ("panics"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with analgesics, surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy), surgery (a laparoscopic total hysterectomy) and surgery (cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menorrhagia, perineal pain, dysmenorrhoea, ovarian cyst, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, anxiety, panic reaction, vaginal discharge, hypomenorrhoea and headache outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, ovarian cyst, panic reaction, pelvic inflammatory disease, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff underwent a hysteroscopy, dilation and curettage, and a laparoscopic total hysterectomy due to complications from the essure device. She did not claim essure worsened a previously existing injury/condition. Complication during removal -had to have one of her ovaries removed along with the ess. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: apparent successful bilateral fallopian tube block ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic inflammatory disease" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain,dysmenorrhea" quality-safety evaluation of ptc: lot numbers 761611,809011 invalid : unable to confirm compliant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("hypermenorrhea / abnormal bleeding (menorrhagia)") and ovarian cyst ("cyst of ovary / ovarian cyst") in a 32-year-old female patient who had essure (batch no. 761611-invalid/809011-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted". The patient's previously administered products included for diabetes type 2: diabetes type 2 medication. Concurrent conditions included endometrial polyp and hypermenorrhea. Concomitant products included metformin since 2005 for type 2 diabetes mellitus as well as ibuprofen since (B)(6) 2011. In 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pelvic pain"), hypomenorrhoea ("abnormal bleeding (general) hypomenorrhea") and nausea ("nausea"). On (B)(6) 2011, the patient experienced ovarian cyst (seriousness criterion medically significant), 1 month 29 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), anxiety ("anxiety"), panic reaction ("panics"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with analgesics, surgery (cystoscopy, total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy and a laparoscopic total hysterectomy) and a hysteroscopy, dilation and curettage. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menorrhagia, perineal pain, dysmenorrhoea, ovarian cyst, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, anxiety, panic reaction, vaginal discharge, hypomenorrhoea, headache and nausea outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, nausea, ovarian cyst, panic reaction, pelvic inflammatory disease, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff underwent a hysteroscopy, dilation and curettage, and a laparoscopic total hysterectomy due to complications from the essure device. She did not claim essure worsened a previously existing injury/condition. Complication during removal -had to have one of her ovaries removed along with the ess. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: apparent successful bilateral fallopian tube block. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic inflammatory disease" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain,dysmenorrhea" quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 28-nov-2018: plaintiff fact sheet was received.event added from pfs- nausea and ovarian cyst clubbed to previous events.concomitant drug were added.events onset date were updated. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("hypermenorrhea / abnormal bleeding (menorrhagia)") and ovarian cyst ("cyst of ovary") in an adult female patient who had essure (batch no. 761611,809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted". The patient's previously administered products included for diabetes type 2: diabetes type 2 medication in 2005. Concurrent conditions included endometrial polyp and hypermenorrhea. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), abdominal pain ("abdominal pelvic pain") and hypomenorrhoea ("abnormal bleeding (general) hypomenorrhea"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headaches"). In 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), ovarian cyst (seriousness criterion medically significant), anxiety ("anxiety"), panic reaction ("panics"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with analgesics, surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy), surgery (a laparoscopic total hysterectomy) and surgery (cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, menorrhagia, perineal pain, dysmenorrhoea, ovarian cyst, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, anxiety, panic reaction, vaginal discharge, hypomenorrhoea and headache outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypomenorrhoea, menorrhagia, migraine, ovarian cyst, panic reaction, pelvic inflammatory disease, pelvic pain, perineal pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff underwent a hysteroscopy, dilation and curettage, and a laparoscopic total hysterectomy due to complications from the essure device. She did not claim essure worsened a previously existing injury/condition. Complication during removal -had to have one of her ovaries removed along with the ess. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: apparent successful bilateral fallopian tube block ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:pelvic inflammatory disease" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - pelvic pain,dysmenorrhea" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events back pain, headache, device monitoring procedure not performed, hypomenorrhea are added. Lot number updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and menorrhagia ("hypermenorrhea") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), perineal pain ("perineal pain"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("cyst of ovary"). The patient was treated with surgery (a laparoscopic total hysterectomy). At the time of the report, the pelvic pain, menorrhagia, perineal pain, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain and perineal pain to be related to essure. The reporter commented: the plaintiff underwent a hysteroscopy, dilation and curettage, and a laparoscopic total hysterectomy due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.